Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip ntr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the gripper actuation issue and the surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. While attempting to implant the clip, it was noted that the grippers would not open. Several attempts were made to lower and raise the grippers, but this was unsuccessful. One clip was implanted; however, there was suboptimal results. The procedure was aborted and the patient underwent surgery. A clinically significant delay in the procedure was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.